Event description:
It was reported that following a successful percutaneous transluminal coronary angioplasty/stent procedure as the guide wire was being removed, the tip of the guide wire was not moving, and the guide wire separated with the proximal portion extending into the aorta. The separated portion was successfully retrieved and no pt injury was reported.